Manufacturer narrative:
Investigation summary: it was reported that lot 1264042 contained contaminated plates. The complaint trend was reviewed for a period covering 12 months. Similar complaints were identified for the same product group. An internal action limits were not reached, a trend was not identified. The batch record for the respective lot was reviewed. No deviations from the validated processes were registered. In addition, the product passed qc release testing without any deviations. Return samples were not provided by the customer. Picture samples, provided by the customer, show a plate of lot 1264042 affected by a microbial contamination with a mold. Based on the internal investigation and the picture samples provided, this complaint can be confirmed for contamination. Neither a trend nor a definite root cause could not be identified. This complaint is treated as an isolated incidence. Catalog number 254041 is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. To improve customer experience, a cross-function team is driving actions to further reduce the occurrence of these subliminal contaminations. Bd will continue to monitor incoming complaints for similar defect types. H3 other text : see h10.

Event description:
It was reported that the bd¿ sabouraud agar plate with gentamycin and chloramphenicol was contaminated. There was no report of patient impact. The following information was provided by the initial reporter, translated from german: "contaminated plates".

Event description:
It was reported that the bd¿ sabouraud agar plate with gentamycin and chloramphenicol was contaminated. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6): "contaminated plates".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.